Manufacturer narrative:
Additional information: d9, g6, h2, h3, h6. An event of a steam pop was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU). In addition, the event description indicated ablations were performed with an rf power of 50 w. The tacticath sensor enabled contact force ablation catheter instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence. High power should only be used in special circumstances and only when good contact force cannot be achieved.¿ due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. The cause of the reported event remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
During an atrial fibrillation ablation procedure, the physician heard a steam pop while ablating. Ablation settings were 50w, 42 degrees celcius, and 180 ohms. A small cardiac effusion was diagnosed via echo, patient was asymptomatic, and no treatment was required. The procedure was completed successfully. There is no alleged abbott device malfunction.